Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including power loss. The customer's blood glucose reading was 412 mg/dl at the time of incident. Troubleshooting found that the pump also had a blank display. At the end of the call, the display returned. Customer declined to troubleshoot for high blood glucose. Customer aas advised to monitor the pump and blood glucose and call back if any further issues.